Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2017 this device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the patient expired a remote transmission was reviewed. The transmission noted possible right ventricular (rv) lead oversensing and undersensing on stored electrograms. The transmission also noted an rv lead alert had been triggered on the patient's date of death due to high rate non-sustained episodes and short ventricular intervals. The patient's cause of death has been requested and not received.